Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010, 1st: 0.9, 2nd: 1.5, 3rd: 1.6. Date: (B)(6) 2010, 1st: 1.5, 2nd: 1.5. Test done one right after another using a different fs and finger each time. Caller also reports that the batteries might be effecting the accuracy of his meter. He would take a test then fiddle with the batteries then take another test. Results from (B)(6) 2010 are using two different strip lot numbers. One of them being the same as was used on (B)(6) 2010. Results were obtained using a new power cord.

Manufacturer narrative:
Investigation pending.